Manufacturer narrative:
Pump passed the displacement test but motor error alarm during prime/compromised force sensor system test due to loose drive support disk. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the during rewind insulin pump got stop. The customer¿s blood glucose level was unknown. The customer performed displacement test and it passed as well as it went through the rewind. Customer states that this time rewind did not stop. The insulin pump will be returned for analysis.